Event description:
On (B)(6) 2025, this patient had a gastrostomy tube placed in the operating room with orders for gtube to gravity drainage. In setting up the tube to gravity drainage, the nurse selected the incorrect bag. The bag that was used was a nephrostomy bag product uresil ref tc600. This bag was incorrectly attached to the gtube balloon port and resulted in the deflation of the balloon and resulted in the dislodgement of the tube. On (B)(6) 2025, the patient returned to the operating room to have the gtube replaced. Although there is no device error, that contributed to harm, it was noted in the review of the event that there is no visual indicator or color coding for the feeding ports or the balloon ports. Reporting to make the recommendation for visual indicator to differentiate these ports. Mic gastrostomy feeding tube with enfit connectors 18 f ref 8100-18.